Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. This is 1 of 2 MDR submissions as mw5185733 is associated with medwatch# mw5185734. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: an alarm issue was reported with the abbott diabetes care (adc) device. The customer experienced a signal loss and was unable to receive glucose alarms. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. There was no report of third-party treatment due to this issue. Based on the information provided, there was no report of serious injury associated with this event.